Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch clz768 mfg date: 10/01/2010, exp date: 07/31/2015. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an ovarian cyst removal procedure on (B)(6) 2011 and the suture was used. The needle broke at the tip during knotted suturing at the vaginal stump. There were no adverse pt consequences reported.